Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. ECG signal interference. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second device was used to complete the procedure. There was no adverse event reported on the patient. The signal interference (noise) was observed on the ic channels on the carto. The physician did have intact ECG signals available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-jan-2026, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on (B)(6) 2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2026. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection observed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).